Event description:
Review of patient's device programming history revealed a high lead impedance event in 2003. Good faith attempts to obtain additional information surrounding the event have been unsuccessful to date.

Event description:
This report was identified as a duplicate of MFR. Report #1644487-2008-02100. All additional information will be reported in MFR. Report #1644487-2008-02100.